Event description:
While transferring specimen tubes from the warmer to the temperature-controlled incubator, one tube fell, spilled the content on the floor and not able to retrieve it. A tube that was accidentally dropped on the floor in the operating room and shattered. The tube was used to hold a specimen from an egg retrieval case in epor. They are plastic. I have one in my office and the staff performed a few ¿tests¿ to see if they could re-create the scenario and were unable. Of note, the testing was not done with the tube being warm (as they are for the use during these cases). These tubes are known for being very durable and our sites have worked with them for many years. They were very surprised to have it shatter.